Event description:
It was reported that the patient was experiencing pocket site discomfort and felt the area was even more bruised over time. No device malfunction was suspected. The patient underwent an explant procedure and the explanted ipg will not be returned as it was kept by the medical facility.